Manufacturer narrative:
The manufacturer found no issue during initial evaluation. A more comprehensive evaluation was performed again and the air-in-line sensor was found to be within specification. The issue reported in the complaint could not be duplicated.

Event description:
It was reported by a user that: "IV was running and it was the last bottle, I set the volume to be infused for greater than the bottle held. When the bottle emptied and air entered the IV tubing, there was no alarm and it continued to pump air into the line. Fortunately, I was watching and noticed it before it got to the level of the patients int."